Event description:
Product analysis was performed for the explanted generator and lead and approved on (B)(6) 2012, respectively. In the pa lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the as-received photograph taken prior to decontamination (as-received) shows that the lead connector was not inserted completely in the pulse generator. However, based on the location of the setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator "+" and "-" terminals and the lead connector respective contact points (connector ring and connector pin) existed. The lead connector was inserted completely in the returned pulse generator as part of the analysis with no anomalies identified. Scanning electron microscopy images of the negative coil show that a stress-induced fracture (due to rotational forces) has occurred on the negative coil. Secondary fractures identified in the vicinity of the negative coil end suggest the stress-related primary fractures were most likely created during the explant procedure. Because the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no product-related anomalies were identified in the returned lead portion. Information was received on (B)(4) 2012, that the leads were reportedly left in place during the surgery; however, the surgeon providing this information stated that he was not present for the surgery. Surgery is still likely but has not taken place.

Event description:
On (B)(6), 2012, it was reported that this vns patient had contacted her neurologist with general questions regarding sutures and incision closure. Earlier on (B)(6), 2012, the patient's caregiver reported, to the neurologist, that the patient's incision site was leaking yellow fluids. The incision site was not specified. No other details were available. Attempts for additional information from the neurosurgeon's office were unsuccessful. On (B)(6), 2012, it was reported that this patient's generator was explanted on (B)(6), 2012. The explanted generator and lead were received on (B)(6), 2012 and are currently undergoing product analysis. On (B)(6), 2012, the physician reported that the draining was at the chest incision. The drainage was coming from the pocket of the device. No patient manipulation or trauma was reported to have occurred. The drainage was associated with infection. Cultures were taken and showed mrsa was present. The physician stated that the leads were preserved; however, the generator was returned with the lead attached. Interventions included IV antibiotics. On (B)(6), 2012, the physician reported that a new vns would be re-implanted once the patient was treated for the infection. On this date, it was also reported that the patient was residing in a nursing home until her IV antibiotics were complete. The patient was scheduled for discharge on (B)(6), 2012; however, as of (B)(6), 2012, the patient was still residing in the nursing home. Device manufacturing records were reviewed on (B)(6), 2012. The lead and generator were sterilized prior to distribution. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received via clinic notes from the patient's physician that the patient's boyfriend had pulled her stitches and her vns device was never programmed on.